Manufacturer narrative:
Retainer ring=black. Customer complained on (B)(6) 2021 the insulin pump alarmed pump error 35 and critical pump error after moisture exposure. Device received with critical pump error after battery insertion. Insulin pump successfully downloaded to crest. However, blank display during thus download due to moisture damage to the electrical board1 and electrical board 2. Was unable to verify cause of critical pump error or pump error 35 due to blank display. Cleaned electrical board1 and electrical board 2 with alcohol and no effect. Device was unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error. Found moisture damage to motor assembly, electrical board1 and electrical board 2 during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded motor home switch, scratched case, pillowing keypad overlay, cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment. The p-cap or reservoir does lock properly. Confirmed critical pump error after battery insertion. However, was unable to verify cause of critical pump error or pump error 35 due to blank display. Found moisture damage to motor assembly, electrical board1 and electrical board 2 during visual inspection. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had received a broken force sensor was detected during seating or regular delivery alarm. The insulin pump had little water drops under the screen. Customer stated insulin pump had crack on the battery side. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.